Event description:
It was reported the patient received two boston scientific brand coils for an aneurysm embolization of the left posterior communicating artery (pcom). Six hours post procedure, a subarachnoid hemorrhage (sah) was noted. The patient subsequently expired one days later. The physician relates there was no perforation during the procedure and there are no allegations that the coils had ruptured the aneurysm. The physician reported the aneurysm was not well packed and that he felt it was due to the "softness" of the coils which allowed themselves to compress. No further information has been disclosed at this time.

Manufacturer narrative:
It is unknown if the physician is alleging a deficiency with the specific coils involved, or a preference issue with soft coils as a whole. The device in question will not be returned to boston scientific as it was implanted. Therefore, boston scientific cannot conclusively determine what caused the aneurysm to burst.